Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of stent failed/unable to open and stent dislodged/migrated.

Event description:
It was reported during the saccular giant aneurysm embolization case in the internal carotid artery c4, the physician used a microcatheter to deliver the subject flow diverter. Following deployment it was observed the subject flow diverter was not attached to the vessel wall properly. The operator tried to use a guidewire to "message" the subject flow diverter and then it was better. However, the subject flow diverter expanded larger because of the "message" and the proximal of the subject flow diverter migrated and was closed to the proximal aneurysm neck. The physician then decided to deploy another flow diverter to connect and finish the procedure. There was no impact to the patient.

Event description:
It was reported during the saccular giant aneurysm embolization case in the internal carotid artery c4, the physician used a microcatheter to deliver the subject flow diverter. Following deployment it was observed the subject flow diverter was not attached to the vessel wall properly. The operator tried to use a guidewire to "message" the subject flow diverter and then it was better. However, the subject flow diverter expanded larger because of the "message" and the proximal of the subject flow diverter migrated and was closed to the proximal aneurysm neck. The physician then decided to deploy another flow diverter to connect and finish the procedure. There was no impact to the patient.